Event description:
Information received by medtronic indicated that the customer experienced low blood glucose and hence suspected that the insulin pump might have over delivered insulin. The customer reported did not report any symptoms related to low blood glucose. The customer treated the low blood glucose with manual injection/insulin pen, and with intravenous insulin drip. The customer was taken by emergency medical visit and admitted in the hospital. The blood glucose value of the customer at the time of hospitalization was 700mg/dl. The blood glucose value of the customer at the time of the call was 230mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and it was confirmed that the automode feature was active at the time of the event. Also, troubleshooting confirmed that the customer was using the insulin pump within 48 hours of the reported low blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for an alleged possible under delivery, sensor anomaly, beeping anomaly/irrational beeping and was hospitalized for high bgs found on (B)(6) 2022 (per ss event date), however, the customer's notes stated possible under delivery, sensor anomaly, beeping anomaly/irrational beeping and was hospitalized for high bgs found on (B)(6) 2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. The pump was monitored and no beeping anomaly/irrational beeping noted. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms or pump error 63 alarms in the formatted history noted during testing. In further full review of the pump history/traces on the smartsolve event date of 23-sep-2022, there is no unexpected alarms/suspends noted and found bolus delivery of dailytotalofbolusinsulindelivered: (3.2 u) (B)(6) 2022 08:49:31.00 normalbolusdelivered (220) normalbolusamountprogrammed: 32000 (3.2 u) bolusamountdelivered: 32000 (3.2 u) however, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date: 09/23/2022 20:04:43.000 during prime. In further full review of the pump history/traces on the event date (per customer's note) of 13-sep-2022, there is no unexpected alarms/suspends noted and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (4.55 u) (B)(6) 2022 10:02:41.000 normalbolusdelivered (220 normalbolusamountprogrammed: 15000 (1.5 u) bolusamountdelivered: 15000 (1.5 u) (B)(6) 2022 19:46:37.000 normalbolusdelivered normalbolusamountprogrammed: 53000 (5.3 u) bolusamountdelivered: 30500 (3.05 u) however, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on (B)(6) 2022 (as per customer's note): (B)(6) 2022 at 19:46:37.000 and (B)(6) 2022 at 22:52:00.000 during basal and bolus delivery. Auto suspend alarm was also recorded and found in the formatted history file on (B)(6) 2022 (as per customer's note): (B)(6) 2022 at 09:06:00.000 and (B)(6) 2022 at 09:16:00.000. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.3 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Sensor anomaly and beeping anomaly/irrational beeping were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.